Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. It is unknown how the hose was damaged. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during the cleaning process, a hole was discovered in the hose portion of the pneumatic hose. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.